Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high over 300 mg/dl and was not sure why. Customer has changed set and it continues to go high. Customer did not have the insulin pump with her unable to troubleshoot. No further information reported.